Manufacturer narrative:
Literature summary: transient word-finding difficulty and conduction dysphasia.

Event description:
It was reported that following an ablation procedure, the patient experienced word-finding difficulty and dysphasia. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.